Event description:
It was reported that the 6600 system locks up and requires reboot. It was also noted that biomedical could not duplicate the problem, but wants the system checked. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.